Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a faradrive was selected for use. After the patient was sedated and during the procedure, it was found that the needled made a hole in the dilator. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis. The issue occurred after inserting the device into the patient with a non-boston scientific needle.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a faradrive was selected for use. After the patient was sedated and during the procedure, it was found that the "needle" made a hole in the dilator. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis. The issue occurred after inserting the device into the patient with a non-boston scientific needle.

Manufacturer narrative:
Analysis of the returned dilator confirmed damage at the distal tip as mentioned in the complaint summary and media. Microscopic and x-ray inspection revealed that the transseptal needle had deviated from the inner lumen and pierced through the tapered side of the dilator tip. Based on the complaint summary and gfe response, the damage appears to have resulted from the insertion of the brk-xs transseptal needle. According to the design specifications documented in fpc-ps-01, the faradrive sheath and its dilator are intended to be compatible with the brk needle, indicating the dilator failed to withstand a device interface with the needle and resulted in the damage at the distal tip.